Event description:
It was reported that pump displayed malfunction alarm code 199 in tandem source, which corresponded to malfunction code 0 on pump, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction returned.